Event description:
Customer reported receiving an error message on his locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). Errors 0204 and 0800 were found n error log. E3 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.